Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department due to phrenic nerve stimulation. A chest x-ray was performed on (B)(6) 2018 which noted left ventricular lead dislodgement. The lead was programmed off. The left ventricular lead was explanted and replaced. During the procedure, the right ventricular lead exhibited high capture threshold. The right ventricular lead was also explanted and replaced. The patient was stable during and post-procedure.